Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used in a stent placement procedure performed in the pancreas of a patient, on (B)(6) 2015, as part of the e7089 short-term pancreatic stenting clinical trial. An intraprocedural pancreatogram was recorded before stent placement. The anatomy of the pancreatic duct is categorized as normal. Prophylactic antibiotics were administered as well as prophylactic nsaids delivered in the form of rectal indomethacin. A biliary sphincterotomy was performed during the stent placement procedure. It was not an extension of a prior sphincterotomy and it was performed using a sphinctertome. The sphincterotomy was performed before stent placement. A pancreatic sphincterotomy was performed with pancreatic duct dilation (3mm) during the stent placement procedure. A biliary stent was placed during the study stent placement procedure. Contrast was injected into the pancreatic duct. Contrast went as deep as the distal pancreatic duct. On (B)(6) 2015, during the study stent placement procedure, the stent buckled over the guidewire. The stent was placed into the ventral pancreatic duct; clear fluid flowed through the stent which was reported to be in a good position. Pushability was reported as poor, fluoroscopic visualization was very good and overall ease of placement was poor as the stent could not be advanced above the obstructing stone. There were no adverse events or patient complications reported as a result of this procedure.

Manufacturer narrative:
(B)(4) for the reported event of stent kinked. (B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.